Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the user did not fully withdraw the device which led to difficulty with device deployment. The issue was able to be resolved successfully, and hemostasis was achieved with the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that when the angio-seal device/sheath assembly was withdrawn to position the anchor, the suture was unexpectedly locked. As the collagen sponge was exposed at the skin surface, forceps were used to push the collagen sponge back under the skin. Applying tension by pulling on the exposed portion of the suture successfully achieved hemostasis. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was the right common femoral artery. The estimated blood loss was less than 250cc. There was no patient injury and/or medical or surgical intervention required. There were no other devices or equipment used with the reported product.